Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) is bening monitored for changed in lead impedance and pacing thresholds. This device is involved in a product advisory. Cpi learned that this device was explanted on february 02, 1998. Patient death; non-device related.